Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed user advisory (ua) 41 (patient temperature sensor failure) error message was confirmed during archive review but not during functional testing. There were no device deficiencies found during evaluation of the platform which could have caused or contributed to the reported complaint, therefore, the root cause could not be determined. The autopulse passed the initial functional test without any fault or error. Visual inspection of the returned platform was performed and found no physical damage. Review of the archive data shows user advisory (ua) 41 (patient temperature sensor failure) error message occurred on the reported event date, however, the error could not be duplicated during the platform evaluation. The storage and shift check conditions are not known; however, factors such as ambient storage condition (e.g., a fire truck in sun) or soft surface that may block air vents are known to cause (ua) 41 error messages in rare cases. In addition, archive data shows user advisory (ua) 20 (position out of range) on the reported event date, confirming the customer troubleshooting attempt. The error was cleared by the customer and was not duplicated during functional testing. User advisory is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. User advisory (ua) 20 error message was due to the encoder drive shaft not being within the normally acceptable range of positions. Typically, if the user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message is not resolved properly, it leads to (ua) 20 because the drive staff is not restored at the home position. The platform was tested using the manikin with lrtf (large resuscitation test fixture) with continuous compressions with a good known test battery until discharged and passed with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, autopulse platform displayed user advisory (ua) 41 (patient temperature sensor failure) error message on power on. Per reporter, the user approached the troubleshooting steps used for resetting the user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message. As a result of this user error, the platform displays unclearable user advisory (ua) 20 (position out of range) error message. There was no patient involvement reported. Per additional information received, user advisory (ua) 20 error was cleared by the customer, however, the platform still displaying the user advisory (ua) 41 error.